Event description:
This is a report from a foreign nurse stating that the patient was admitted to the hospital for peritonitis, after the user cut off the extra tubes of the set during peritoneal dialysis (pd) therapy with dianeal solution. On an unknown date, the patient began treatment with dianeal unknown for automated peritoneal dialysis (apd). The patient set three solution bags on the heater at one time. On an unknown date, the patient was admitted to the hospital with a diagnosis of peritonitis. It is unknown what medical intervention was required. Per the reporter, the event was likely to be related to the patient's break in aseptic technique described as "the patient cut the unused bag line of the automated peritoneal dialysis (apd) set with scissors" and not related to the dianeal solution. It was not reported if pd therapy was ongoing. The medical history was not reported. At this time, the patient remains hospitalized. The event outcome was not reported.

Manufacturer narrative:
The sample was discarded and is not available for evaluation.